Event description:
Customer's sister stated that her brother may have taken too much insulin. Customer woke up with a blood glucose reading of 474 mg/dl. Customer treated with bolus and drinking a lot of water. The customer was taken to the hospital. The blood glucose reading at the time of the event was 285 mg/dl. Caller stated that customer had insulin poisoning and diabetes. Caller stated that 100 units was in the reservoir and the reservoir ran out of insulin. The current blood glucose reading is 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.